Event description:
The reporter stated that the collamer foldable intraocular lens model cc4204bf was loaded into the injector incorrectly, and when the surgeon went to insert the lens in the eye he noticed the lens was torn at the haptic portion. The lens did touch the eye, but did not go into the eye. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results: 100 (other): visual inspection of the lens shows there is a tear in the haptic portion of the plate lens. Clear surgical residue on product. Conclusions: 67- no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.